Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that patient was placed onto impella support for high-risk percutaneous coronary intervention. While on support, pump presented placement signal not reliable alarm.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Optical sensor issue: data log review confirms placement signal losing waveforms and triggering placement signal not reliable (psnr). At the time, snr drops to zero, contrast steps down, contrast and gain decrease, and lamp increases slightly. Based on clinical details of the event, the optical sensor likely became damaged by pulses from the shockwave. The distance between the impella and shockwave is unknown. The root cause of the optical sensor issue was most likely due to a broken sensor face that resulted from the shockwave device mentioned in clinical details. Device history review: the device passed all post sterile inspection checks.